Manufacturer narrative:
1mar2023 dwachel: supplement report needed for pi main closure.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported the patients lead displayed high impedance resulting in ineffective stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.